Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the regular endotracheal tube (ett) kinked and twisted with no pressure on it. It was notified that the ett is very soft and flexible. Pictures are attached for reference. There was patient involvement but no patient harm/adverse reported.